Event description:
A cgm error 42 was reported by the caller, related to a g7 sensor. After receiving assistance from cts, the caller successfully performed a pump reset. Following this reset, the cgm error code did not reappear, and the caller was able to begin their sensor session successfully. There was no adverse impact to the customer's blood glucose level.